Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the pyxis anesthesia es system unexpectedly stopped responding and displayed a fatal error that occurred in the underlying data source. The customer stated that the reported malfunction could be caused by a network connection problem or a hardware issue. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.